Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was discontinued. During a call with baxter customer services, the following was reported. On (B)(6) 2013, the patient experienced peritonitis and was hospitalized on the same day for the event. Treatment was not reported. On (B)(6) 2013, the patient was discharged from the hospital. The cause of peritonitis was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12f26065 and h12g11099. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). Additional information received from a nurse: the nurse clarified that pd therapy was ongoing and had not been stopped as had been previously reported. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.